Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a rise of power consumption from (B)(6) 2018 returning to normal range on (B)(6) 2018, same day patient had a seizure. Medication was given however patient did not wake up. Computed tomography (CT) scan was done twice during past two weeks, pump position and outflow graft were fine. On (B)(6) 2018 patient was moved to sub-intensive care unit (ICU) with intravenous (IV) medication. On (B)(6) 2018 fail to restart anticoagulation and heart transplant was done. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis # hvad pump (B)(4) was returned for evaluation. Log file analysis revealed an increase in power consumption starting (B)(6) 2018 to parameters above normal operating range, thus confirming the reported high power event. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.92 watts. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Internal pathology report revealed no evidence of thrombus within the pump. There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. Based on the investigation conducted, the returned device performed as intended. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.